Event description:
Pt called on 04/2002 alleging that their surestep meter was giving inaccurate erratic readings. 1 month ago (date unknown), pt tried testing their blood glucose in the morning when they woke up (around 8:00 am). Pt got a result of 50 mg/dl. Pt then retested within a few minutes and got "100 something". Pt had not eaten anything or taken their morning medication (40 units of n insulin). Pt "started feeling bad and getting convulsions". Family member called the paramedics and they tested pt on pt's meter with a result of "30 something". They did not treat pt, but rush pt to the emergency room. The ER meter read 35 mg/dl. Pt was given IV glucose and was kept in ER until 5 pm. When pt came home that evening, they tested on their meter and got a result of 102 mg/dl. Unknown if pt took their daily set amount of evening insulin (40 units of n insulin). Last week (date unknown), pt had a doctor's appointment and a meter to lab comparison was made. Meter read 145 compared to the lab's 305 mg/dl. Pt does not recall the time difference between the meter and lab tests. Pt does not remember taking the meter to the doctor's office.